Event description:
It was reported that, during tka surgery the journey dcf ap fem cut blk 6 disassembled inside of the patient during removal. All parts were recovered. The procedure was completed with a less than or equal to 30 mins delay using the same device. No other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, the block disassembled during removal; however, the procedure was finished with the same device with a 0-30-minute surgical delay. Reportedly all parts were recovered/no retained pieces in the patient and no patient injury or other complications were reported. Patient impact beyond the reported unanticipated medical intervention/removal of block pieces would not be anticipated as the procedure was reportedly completed with the same devices without retained foreign bodies, patient harm, and/or significant surgical delay. Since no patient injury/harm was alleged, no further medical assessment is warranted at this time. A visual inspection confirmed the posts are detached from the journey dcf ap fem cut blk 6. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.